Event description:
It was reported that a caller experienced a malfunction with their pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Tandem technical support confirmed that the pump was in warranty and provided the caller with a replacement pump. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.